Event description:
Revision of trident ceramic liner after ten years implantation due to the following: at nine years post primary hip surgery (abg stem, 36 mm ceramic head, 60mm trident cup, #g ceramic liner) the patient presented with a golf ball sized lump in the hip area that was draining through an exit sinus at the distal end of the surgery incision scar. The fluid exiting the sinus was milky in colour and viscosity. There were no markers of infection in blood tests and before any steps to remove the mass it reduced in size, no surgery to remove it was performed. One year later (10 years post primary implantation) the patient presented again with the mass growing and draining as it had the prior year. The surgeon decided to operate with the intention of investigating the nature of the possibly revising the head and liner components of the implant depending on what was found. Prior to surgery on the exit sinus of the mass was examined. After opening the existing scar, a cyst was found beneath the skin with a long tract entering the joint capsule. This was removed and the capsule opened and the joint dislocated. The ceramic head was removed and a whitish thick butter like substance was found around the base of the trunion. The inside of the head had a black stripe that the surgeon said was from trunion head movement causing wear of the trunion. The ceramic liner was removed and behind the liner and around the acetabulum the same buttery substance was found. The inside of the implanted shell also had the same substance on its surface. The explants were revised to an x3 polyethylene liner and lfit 36mm -5 head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding allergy/reaction involving an abg ii monolithic stem was reported. The event was confirmed. Device evaluation not performed as the device was not revised. A review by a clinical consultant could not determine a root cause for the reported event with the provided information. X-rays and CT-scan sections confirm adequate position and stable osseointegration of both stem and cup. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined with the information provided, further information is needed. No further investigation for this event is possible at this time.

Event description:
Revision of trident ceramic liner after ten years implantation due to the following: at nine years post primary hip surgery (abg stem, 36 mm ceramic head, 60mm trident cup, #g ceramic liner) the patient presented with a golf ball sized lump in the hip area that was draining through an exit sinus at the distal end of the surgery incision scar. The fluid exiting the sinus was milky in colour and viscosity. There were no markers of infection in blood tests and before any steps to remove the mass it reduced in size, no surgery to remove it was performed. One year later (10 years post primary implantation) the patient presented again with the mass growing and draining as it had the prior year. The surgeon decided to operate with the intention of investigating the nature of the possibly revising the head and liner components of the implant depending on what was found. Prior to surgery on the exit sinus of the mass was examined. After opening the existing scar, a cyst was found beneath the skin with a long tract entering the joint capsule. This was removed and the capsule opened and the joint dislocated. The ceramic head was removed and a whitish thick butter like substance was found around the base of the trunnion. The inside of the head had a black stripe that the surgeon said was from trunnion head movement causing wear of the trunnion. The ceramic liner was removed and behind the liner and around the acetabulum the same buttery substance was found. The inside of the implanted shell also had the same substance on its surface. The explants were revised to an x3 polyethylene liner and lfit 36mm -5 head.